Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the device was unloaded with the jaws closed and the next reload that went on fired but locked down on the pulmonary artery. The device had to be cut out. It was reported to have a delay in operative time of over 30 mins. No tissue damage was reported.